Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available.

Event description:
Doctor reported that implant was removed due to fracture of its buccal interface at tooth site 46. Doctor also indicated inflammation and pain. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b1: report type, b4: date of this report, b5: describe event or problem, d3: manufacturer email address, d6: implant date, g1: contact office (and manufacturing site for devices) contact name and email, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation of the as returned device identified the implant with heavy signs of use, and was fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 61003587. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61003587 for similar events and no other complaint was identified. Review completed utilizing keywords:fracture implant. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.